Event description:
Report received of an under-delivery. The pump was programmed to deliver an unspecified crystalloid fluid at an unspecified rate. It was reported that over an eight hour time period, the pump under-delivered by 300ml. There were no reports of any pump alarms. The tubing was reportedly loaded correctly within the tubing channel. The pump was removed from clinical service. There was no reported adverse effect to the patient. Though requested, there was no further information available.